Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: etlw1624c93e, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: esbf3614c103e, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the treatment of a ruptured 120mm abdominal aortic aneurysm. The patient presented several hours post-operatively with abdominal compartment syndrome. This was also noted immediately post-operatively but had progressed over time. The patient returned to surgery for an abdominal exploration where blood and hematoma were removed. It was reported that no active bleeding was noted. The patient became unstable two hours post-operatively and a further surgery was carried out. The physician again reported that no active bleeding was observed. The physician also reported he felt that the graft had sealed the aneurysm but he could not explain the continued bleeding so decided to explant the stent grafts and carry out an open repair. The patient bleed out and died in the operating room. The physician reported the cause of the event cannot be determined. No additional clinical sequelae were reported.